Manufacturer narrative:
This 35-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. 977934) inserted. The case describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('the device broke during removal'). The occurrence of additional non-serious events is detailed below. Medical conditions: preoperative xray and intraoperative xray performed. Concurrent conditions included obesity (bmi 32.5). On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. In (B)(6) 2012, the subject experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the subject experienced device breakage (seriousness criterion medically significant) and complication of device removal ("the device broke during removal"). The subject was treated with surgery (laparoscopic bilateral salpingectomy). Fallopian tube occlusion insert was removed on (B)(6) 2019. At the time of the report, the pelvic pain had not resolved and the device breakage and complication of device removal outcome was unknown. The investigator considered complication of device removal, device breakage and pelvic pain to be related to fallopian tube occlusion insert. The reporter commented: essure removal was performed at patient's request. The essure broke during the removal. Device on right tube was not intact (all fragments removed). The device breakage did not cause any further complication. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.6 kg/sqm. Lot number: 977934 manufacturing date: 2012/04 expiration date: 2015-04-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-apr-2021: extension of expected date of next report. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available, this will be provided in a supplementary report.

Manufacturer narrative:
This 35-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(4)). The subject (patient ID: (B)(6) ) had fallopian tube occlusion insert (batch no. 977934) inserted. The case describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('the device broke during removal'). The occurrence of additional non-serious events is detailed below. Medical conditions: preoperative xray and intraoperative xray performed. Concurrent conditions included obesity (bmi 32.5). On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. In (B)(6) 2012, the subject experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the subject experienced device breakage (seriousness criterion medically significant) and complication of device removal ("the device broke during removal"). The subject was treated with surgery (laparoscopic bilateral salpingcetomy). Fallopian tube occlusion insert was removed on (B)(6) 2019. At the time of the report, the pelvic pain had not resolved and the device breakage and complication of device removal outcome was unknown. The investigator considered complication of device removal, device breakage and pelvic pain to be related to fallopian tube occlusion insert. The reporter commented: essure removal was performed at patient's request. The essure broke during the removal. Device on right tube was not intact (all fragments removed). The device breakage did not cause any further complication. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-jun-2020: 2 follow-ups were received on the same day: new event was added: device broke during removal. On 5-jun-2020: 4 follow-ups were received on the same day: information processed with another fups received on 04-jun-2020. On 9-jun-2020: follow up processed with another fup received on 04-jun-2020. On 10-jun-2020: follow up processed with another fup received on 10-jun-2020. On 10-jun-2020: no new clinical information received. On 15-jun-2020: pqs: extension of expected date of next report. On 2-jul-2020: internal communication: no new information. On 3-jul-2020: internal communication: no new information. On 10-jul-2020: extension of expected date of next report. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available, this will be provided in a supplementary report.

Manufacturer narrative:
This 35-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. 977934) inserted. The case describes the occurrence of pelvic pain ('pelvic pain'). Medical conditions: preoperative xray and intraoperative xray performed. Concurrent conditions included obesity. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. In (B)(6) 2012, the subject experienced pelvic pain (seriousness criteria medically significant and intervention required). The subject was treated with surgery (laparoscopic bilateral salpingcetomy). Fallopian tube occlusion insert was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The relationship of pelvic pain to treatment with fallopian tube occlusion insert was not reported. The reporter commented: essure removal was performed at patient's request. Device on right tube was not intact (all fragments removed). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available, this will be provided in a supplementary report.

Manufacturer narrative:
This 35-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6) ) had fallopian tube occlusion insert (batch no. 977934) inserted. The case describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('the device broke during removal'). The occurrence of additional non-serious events is detailed below. Medical conditions: preoperative xray and intraoperative xray performed. Concurrent conditions included obesity (bmi 32.5). On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. In (B)(6) 2012, the subject experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the subject experienced device breakage (seriousness criterion medically significant) and complication of device removal ("the device broke during removal"). The subject was treated with surgery (laparoscopic bilateral salpingectomy). Fallopian tube occlusion insert was removed on (B)(6) 2019. At the time of the report, the pelvic pain had not resolved and the device breakage and complication of device removal outcome was unknown. The investigator considered complication of device removal, device breakage and pelvic pain to be related to fallopian tube occlusion insert. The reporter commented: essure removal was performed at patient's request. The essure broke during the removal. Device on right tube was not intact (all fragments removed). The device breakage did not cause any further complication. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.6 kg/sqm. Lot number: 977934 manufacturing date: 2012/04 expiration date: 2015-04-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-apr-2021: extension of expected date of next report. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available, this will be provided in a supplementary report.

Manufacturer narrative:
This 35-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. 977934) inserted. The case describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('the device broke during removal'). The occurrence of additional non-serious events is detailed below. Medical conditions: preoperative xray and intraoperative xray performed. Concurrent conditions included obesity (bmi 32.5). On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. In (B)(6) 2012, the subject experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the subject experienced device breakage (seriousness criterion medically significant) and complication of device removal ("the device broke during removal"). The subject was treated with surgery (laparoscopic bilateral salpingectomy). Fallopian tube occlusion insert was removed on (B)(6) 2019. At the time of the report, the pelvic pain had not resolved and the device breakage and complication of device removal outcome was unknown. The investigator considered complication of device removal, device breakage and pelvic pain to be related to fallopian tube occlusion insert. The reporter commented: essure removal was performed at patient's request. The essure broke during the removal. Device on right tube was not intact (all fragments removed). The device breakage did not cause any further complication. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: extension of expected date of next report a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available, this will be provided in a supplementary report.

Manufacturer narrative:
This 35-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. 977934) inserted. The case describes the occurrence of pelvic pain ('pelvic pain'). Medical conditions: preoperative xray and intraoperative xray performed. Concurrent conditions included obesity (bmi 32.5). On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. In (B)(6) 2012, the subject experienced pelvic pain (seriousness criteria medically significant and intervention required). The subject was treated with surgery (laparoscopic bilateral salpingectomy). Fallopian tube occlusion insert was removed on (B)(6) 2019. At the time of the report, the pelvic pain had not resolved. The investigator considered pelvic pain to be related to fallopian tube occlusion insert. The reporter commented: essure removal was performed at patient's request. The essure broke during the removal. Device on right tube was not intact (all fragments removed). The device breakage did not cause any further complication. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2020: investigator had reported since 2012 the pelvic pain as non-serious moderate event that was ongoing since 2012 and was possibly related to essure (relationship added). The device breakage during essure removal did not cause any further complication or aes. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available, this will be provided in a supplementary report.

Manufacturer narrative:
This 35-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: 2038) had fallopian tube occlusion insert (batch no. 977934) inserted. The case describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('the device broke during removal'). The occurrence of additional non-serious events is detailed below. Medical conditions: preoperative xray and intraoperative xray performed. Concurrent conditions included obesity (bmi 32.5). On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. In (B)(6) 2012, the subject experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the subject experienced device breakage (seriousness criterion medically significant) and complication of device removal ("the device broke during removal"). The subject was treated with surgery (laparoscopic bilateral salpingectomy). Fallopian tube occlusion insert was removed on (B)(6) 2019. At the time of the report, the pelvic pain had not resolved and the device breakage and complication of device removal outcome was unknown. The investigator considered complication of device removal, device breakage and pelvic pain to be related to fallopian tube occlusion insert. The reporter commented: essure removal was performed at patient's request. The essure broke during the removal. Device on right tube was not intact (all fragments removed). The device breakage did not cause any further complication. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-oct-2020: extension of expected date of next report. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available, this will be provided in a supplementary report.

Manufacturer narrative:
This 35-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. 977934) inserted. The case describes the occurrence of pelvic pain ('pelvic pain'). Medical conditions: preoperative xray and intraoperative xray performed. Concurrent conditions included obesity. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. In (B)(6) 2012, the subject experienced pelvic pain (seriousness criteria medically significant and intervention required). The subject was treated with surgery (laparoscopic bilateral salpingcetomy). Fallopian tube occlusion insert was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The relationship of pelvic pain to treatment with fallopian tube occlusion insert was not reported. The reporter commented: essure removal was performed at patient's request. Device on right tube was not intact (all fragments removed). The essure broke during the removal. The device breakage did not cause any further complication. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 15-may-2020: patient ID was amended to (B)(6). The essure broke during the removal. The device breakage did not cause any further complication. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available, this will be provided in a supplementary report.

Manufacturer narrative:
This 35-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: 2038) had fallopian tube occlusion insert (batch no. 977934) inserted. The case describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('the device broke during removal'). The occurrence of additional non-serious events is detailed below. Medical conditions: preoperative xray and intraoperative xray performed. Concurrent conditions included obesity (bmi 32.5). On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. In (B)(6)2012, the subject experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the subject experienced device breakage (seriousness criterion medically significant) and complication of device removal ("the device broke during removal"). The subject was treated with surgery (laparoscopic bilateral salpingcetomy). Fallopian tube occlusion insert was removed on (B)(6)2019. At the time of the report, the pelvic pain had not resolved and the device breakage and complication of device removal outcome was unknown. The investigator considered complication of device removal, device breakage and pelvic pain to be related to fallopian tube occlusion insert. The reporter commented: essure removal was performed at patient's request. The essure broke during the removal. Device on right tube was not intact (all fragments removed). The device breakage did not cause any further complication. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.6 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2020: 2 follow-ups were received on the same day: new event was added: device broke during removal on(B)(6)2020: 4 follow-ups were received on the same day: information processed with another fups received on (B)(6)2020 on (B)(6)2020: follow up processed with another fup received on (B)(6)2020 a technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available, this will be provided in a supplementary report.

Manufacturer narrative:
This 35-year-old female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: 16974). The subject (patient ID: (B)(6) had fallopian tube occlusion insert (batch no. 977934) inserted. The case describes the occurrence of pelvic pain ('pelvic pain') and device breakage ('the device broke during removal'). The occurrence of additional non-serious events is detailed below. Medical conditions: preoperative xray and intraoperative xray performed. Concurrent conditions included obesity (bmi 32.5). On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. In (B)(6) 2012, the subject experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the subject experienced device breakage (seriousness criterion medically significant) and complication of device removal ("the device broke during removal"). The subject was treated with surgery (laparoscopic bilateral salpingectomy). Fallopian tube occlusion insert was removed on (B)(6) 2019. At the time of the report, the pelvic pain had not resolved and the device breakage and complication of device removal outcome was unknown. The investigator considered complication of device removal, device breakage and pelvic pain to be related to fallopian tube occlusion insert. The reporter commented: essure removal was performed at patient's request. The essure broke during the removal. Device on right tube was not intact (all fragments removed). The device breakage did not cause any further complication. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.6 kg/sqm. Lot number: 977934 manufacturing date: 2012/04 expiration date: 2015-04-30. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-feb-2021: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available, this will be provided in a supplementary report.

Event description:
This (B)(6) female subject was enrolled in a company-sponsored interventional study titled "use of transvaginal ultrasound to confirm essure micro-insert placement in women: demonstration of effectiveness" (protocol: (B)(4)). The subject (patient ID: (B)(6)) had fallopian tube occlusion insert (batch no. 977934) inserted. The case describes the occurrence of pelvic pain ('pelvic pain'). Medical conditions: preoperative xray and intraoperative xray performed. Concurrent conditions included obesity. On (B)(6) 2012, the subject had fallopian tube occlusion insert inserted. In (B)(6) 2012, the subject experienced pelvic pain (seriousness criteria medically significant and intervention required). The subject was treated with surgery (laparoscopic bilateral salpingcetomy). Fallopian tube occlusion insert was removed on (B)(6) 2019. At the time of the report, the pelvic pain outcome was unknown. The relationship of pelvic pain to treatment with fallopian tube occlusion insert was not reported. The reporter commented: essure removal was performed at patient's request. Device on right tube was not intact (all fragments removed). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.6 kg/sqm. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.